Event description:
It was reported by the user site that on (B)(6) 2026, during use of a selenia dimensions mammography system, 3d, the angling control button did not stop the c-arm movement when released. The user site reported that after the button was pressed, the c-arm continued to move beyond the intended position until reaching approximately 90 degrees and then continued to approximately 130 degrees even though the button was no longer being pressed. The event occurred prior to a patient exam. No patient or user injuries were reported. A hologic field service engineer (fse) was dispatched to investigate the device. During the investigation, intermittent issues with c-arm travel were observed and the c-arm switch assemblies were identified as the likely cause. The fse replaced both sets of c-arm switches and verified proper system operation. Following the repair, the system was returned to full operation and confirmed to be operating according to manufacturer specifications. No further information is currently available.